Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code, and caller inquired about out-of-warranty loaner pump while also needing replacement pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, worked with technical support to confirm insurance and shipping details, completed and returned out-of-warranty loaner pump agreement, and received both replacement pump and loaner pump, with technical support advising customer to enter pump settings and connect continuous glucose monitor to replacement device; no further action was needed after duplicate signed agreement was received.